Event description:
Patient had an IV catheter in her left arm. The patient was found at the sink with her arm (IV site) bleeding. Upon inspection of the IV site, the catheter tip was found not to be intact. The catheter had broken off in the patient's arm. A tourniquet was applied to prevent catheter migration. The patient was taken to operating room to have the catheter surgically removed. The tip was discarded per surgeon's instruction.